Event description:
Additional information was received from a health care provider (hcp) via a clinical study. The outcome was resolved without sequelae on (B)(6) 2015.

Event description:
It was reported that an infection at the pump pocket site occurred. The primary location of the infection was the right lower abdomen. The patient did not have meningitis. The date of the onset/diagnosis of the infection was (B)(6) 2014. On (B)(6) 2014, the patient came for an unscheduled visit due to drainage at the pump incision site. ¿oozing¿ from the pump incision site was also reported. A culture grew (B)(6). Infection disease was consulted and the patient was started on intravenous (IV) vancomycin via a peripherally inserted central catheter (PICC) line. The patient was hospitalized. On (B)(6) 2014, the system was explanted with no replacement. It was noted that perioperative antibiotics were administered. No additional actions were taken. As of the same date, the event outcome was ongoing. As of (B)(6) 2014, the patient was doing okay and the infection had resolved. It was indicated that the event severity was moderate and that the event was related to the pump and a procedure. The device system was used to deliver fentanyl. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 8731, lot# b002190n14, implanted: (B)(6) 2003, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.